Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was not feeling stimulation from one of her leads. A diagnostic test revealed impedance issues for the device. Surgical intervention was undertaken to address this matter. A new lead was implanted in the vicinity of the impacted device. Due to the inability to extract the lead in question, the device remains in-situ. Effective stimulation was recaptured for the pt following the procedure.